Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number:3006705815-2023-06250. It was reported that the patient experienced ineffective therapy due to lead migration. Additionally, it was reported that following an MRI where the ipg was not placed into MRI mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.